Manufacturer narrative:
Device received rf pic failed self test alarm during self test due to faulty connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had error alarms on insulin pump. The customer¿s blood glucose level was unknown. Assisted customer in performing a self test, however the insulin pump failed test. The insulin pump will be returned for analysis.